Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was repositioned multiple times resulting in myocardial perforation, resulting in pericardial effusion and cardiac tamponade requiring pericardiocentesis. It was also reported that blood was aspirated form the pericardium. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.